Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used during firing of the needle.

Event description:
On 09/21/2021 it was reported by a sales representative via sems that an ar-13995n scorpion needle broke in the case and fell out onto the floor. This occurred during a case, with no patient effect reported.